Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-04820 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that six resolution clips were used to treat an ulcer at the ampulla on (B)(6) 2010. According to the complainant, "a duodenoscope was used to deploy to the clips." During the procedure, three clips were used successfully, one clip did not open, and two clips (the subject of this report) failed to release from the catheter. Although the clips grasped tissue, the physician was able to manipulate the scope and remove the devices from both the tissue and patient without complications. The procedure was completed with additional clips and the patient was reported to be fine post procedure.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.